Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen on (B)(6) 2013 for a follow-up appointment and the patient was in good condition and did not experience any complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.